Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that the device exhibited an unintended battery depletion error as it was not representative of actual fast battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert message. It was also mentioned that the patient is a surgeon and uses the magnet frequently. Data analysis review determined that there are a large number of magnet detections and resultant beeping, which is the cause of the bd error. The error may be disregarded and is not indicative of a device malfunction. The error can be reset and interrogation with a programmer is required to silence the warning tones. This device remains in service. No adverse patient effects were reported.